Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed that the top latch is missing on handheld. Examination show several are damaged preventing successful connection with the radical docking station. Audible and visual alarms annunciated on low battery condition. The system board was replaced and the unit was functioning as designed. No pt incident was reported. A service history record review reveals that this unit was in the field for seven (7) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the docking station to handheld connecting pins were damaged. The customer also stated that the lcd is faulty as it has only half the output. No pt incident was reported.